Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. A device history record (DHR) review did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: the clips did not close. The patient condition was reported as unknown.